Event description:
The customer reported that a model 572 infusion device was in use on a pt was set to deliver 9 ml/hr, but when a 1 hour period was checked it was found to have overinfused by six times.